Manufacturer narrative:
The customer contacted the siemens ccc. The customer stated that routine integrated multi-sensor technology (imt) cleaning was performed on the day of event occurrence. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the customer had calibrated co2 on (B)(6) 2018. The customer had also performed an advanced clean and replaced the multi-sensor. The customer ran quality control, which was acceptable. The cse performed power flush and ran dilution check, check 1 and quality control, which passed. The cause of the low anion gaps on patient samples is unknown. Siemens is investigating the issue. MDR 2517506-2018-00332 has been filed for the same event.

Event description:
The customer of a dimension vista 500 instrument obtained low anion gaps for multiple patient samples. The patient samples were tested for sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) on a dimension vista 500 instrument and anion gaps were calculated based on the electrolyte values. The customer alleged that the anion gaps were lower than expected due to co2 values. Few of the samples in question were repeated on same instrument or on an alternate dimension vista instrument, resulting similar. Only the repeat results for sample ids (B)(6) were reported to the physician(s). It is unknown if the initial values for sample ids (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the low anion gaps.

Manufacturer narrative:
The initial MDR 2517506-2018-00311 was filed on 10-may-2018. Additional information (16-may-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting by analyzing the instrument, replacing multiple parts, performing system checks, and running calibration, quality control (qc) and precision testing. The cse performed power flush and cleaned the waste lines with bleach and hot water. The cse replaced and auto-aligned the imt probe and sample probe 1 and replaced the peristaltic pump tubing on the imt module. The cse ran check 1 on the integrated multi-sensor technology (imt) module, ran dilution check, calibrated co2, ran qc for electrolytes and carbon dioxide (co2), and performed precision testing on the electrolytes. All results were acceptable, except for the precision testing, which was running two points lower compared to the peer range. The cse also performed rotary valve and imt mix tests and verified the drain vacuum reading, which were acceptable. The cse determined that the aliquot probe had gel buildup and damaged coating. The cse checked the imt pumping rate, which was 73 ul/rev. The cse ran rack versus plate and noticed imprecision while sampling from cups. The aliquot drain vacuum and air pressure readings were within specifications. The cse replaced the aliquot probe and reran rack versus plate successfully. The cse ran electrolytes qc but sodium (na) results were still the same. The cse performed an imt power flush and the imt pumping rate increased to 77 ul/rev. The cse reran electrolytes qc successfully and ran electrolyte testing on five known patient samples. All na results were lower than the alternate dimension vista instrument. The cse performed co2 correlation, replaced the v-lyte sensor, ran dilution check, and applied factor. The cse ran a na precision testing of 5 replicates on the dimension vista instrument (s/n: (B)(4)) and the results ranged from 139 to 141 mmol/l. The cse followed-up with customer and issue is resolved. A siemens headquarters support center (hsc) specialist reviewed the event data and service report and determined that low sodium results on the dimension vista 500 instrument (s/n: (B)(4)) compared to the alternate instrument was potentially contributing to low anion gaps. The hsc specialist concluded that the cse's observations and resolution was indicative of gel buildup as the cause of the low anion gaps. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00332_s1 has been filed for the same event.